Event description:
The device reportedly gave a constant connect electrodes message during the reported event. The device operator allegedly checked the connection of the quik-combo pacing/defibrillation ECG electrodes on the patient and the device. The connections were reportedly secure however, the device continued to give a connect electrodes message. The electrodes were then reportedly replaced and the connect electrodes message continued to be displayed. The device was set aside and treatment was continued. The device then allegedly began to auto-analyze the patient, but did not advise a shock. An als crew arrived on-scene and treatment was transferred at that time. The patient was transferred to the hospital and reportedly passed away some time after being admitted.